Event description:
It was reported that the home patient (hp) experienced a high drain alarm, and during follow up it was reported that the home patient (hp) had an umbilical hernia coincident with peritoneal dialysis (pd) therapy. There was no preexisting hernia event prior to the start of the pd therapy. The nurse reported that there were no overfills on the homechoice (hc) cycler. During the same month, the hernia was surgically repaired. At the time of the report, the patient was fully recovered from the hernia. The pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The exact occurrence date of the event is unknown, however it was reported that it occurred sometime in (B)(6) 2013. A trend review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history record review was performed which did not reveal any issues that were related to the reported event. A review of the service data for serial number (B)(4) revealed there is no previous service history for this device. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.